Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that normal saline was infusing at a rate of 100 ml/hr. When the device alarmed for patient side occlusion. The user opened the pump door and noticed a bulge in the silicone segment at the proximal portion of the tubing. There was no report of patient harm. The event occurred in the ccu.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a ballooned bulge just below the upper fitment. Functional testing was performed, no issues were observed during normal gravity or pump infusion. The root cause of the balloon/bulge in the silicone segment was an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.